Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that on: (B)(6) 2006, the patient presented with pre-operative diagnosis : 1) low back pain; 2) lumbar discogenic pain ; 3) lumbar radiculopathy. And underwent following procedures: 1) alif l5-1. 2) anterior lumbar fusion l4-5. 3) peek spacer placement, l5-1 and l4-5. Per op notes, during the procedure the surgeon made incision and used trial spacers and found size 14 to be right fit. 14mm peek cage was selected and filled with matrix plug s and bmp. The cage was seated in position. Again similar procedure was performed to l4-5 interspace. Cage with similar characteristics were then placed with graft on matrix plugs and bmp after removing all the disk and decortication. Surgical was placed over the interspaces .

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.